Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument jaw broke off on one side. The incident occurred after opening the jaws when firing was completed. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was noted. The instrument was used for roughly 30 minutes. The surgeon noted no issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment was retrieved with a grasper instrument. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The harmonic ace instrument was found to have a blade broken approximately 0.106" from the base. The broken piece was not returned.